Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to a dislodged internal magnet. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Not yet received by the manufacturer.

Manufacturer narrative:
Correction: the correct return to manufacture date is september 11, 2015, not january 14, 2015, as previously stated. The report is filed october 22, 2015.